Event description:
Meter name: fasttake. Strip name: fast take strips. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: dizzy. The patient's family members reported that there was smoke coming out of the meter where strips are inserted. The meter allegedly had smoke coming out from the strip port. Meter malfunction. No comparison. No treatment given. No further information has been reported.